Manufacturer narrative:
Follow-up #1 date of submission 04/02/2014. Reporter stated that the cover to all the keypad buttons was torn with the metal exposed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, it was hard to elicit a respond from the ¿up¿ and ¿ok¿ buttons. Patient reported that there was a hole over the ¿ok¿ button cover and the pump was not exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.